Manufacturer narrative:
The surgery was completed with no problem. The failure was detected upon inspection of the instrument after the surgery. The representative present at the surgery said that it was hard to disconnect the nail driver from the nail and at one point they lightly tapped the nail driver body which disengaged it from the nail. It was not noticed at this point if there was any damage to the screw thread at the end. It appears that the failure of the threaded shaft was due to an inadequate method of removal of the nail driver instrument (impaction and bending).

Event description:
The threaded tip of the nail driver instrument of the gap endo-exo medullary system broke. This was noted when the instrument kit was returned to the distributor and not during surgery.